Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026 at approximately 11:00 am, the patient presented to an urgent care clinic for evaluation of the insertion site. An infection was identified at the site of sensor placement. No in-clinic treatment was administered; however, the patient was prescribed cephalexin 500 mg, with instructions to take four doses daily for five days. A follow-up call was conducted by dexcom technical support on (B)(6) 2026, during which the patient reported improvement, noting that the skin reaction was subsiding. At the time of reporting, the patient¿s condition was described as stable and feeling fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).